Manufacturer narrative:
Investigation is pending.

Event description:
The caller alleged unexpected low inratio inr results. The caller's inratio inr was 3.0 on (B)(6) 2015. There was no reported coumadin adjustment. On (B)(6) 2015, the patient's inratio inr results were 1.7, 2.0, 1.9 and 1.9. The testing was performed within a few hours on (B)(6) 2015. On (B)(6) 2015 and (B)(6) 2015, the patient's inratio inr results were 1.8. The caller was not questioning the (B)(6) 2015 result of 3.0 or the (B)(6) 2015 result of 2.0. Therapeutic range: 2.0 - 2.3. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: the customer did not provide any laboratory reference values for comparison. The accuracy of the customer's inratio results cannot be determined without this information. It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on strip lot 365429a was found to be performing within expectations. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot meets release specification. Root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.